Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens, as well as two cracks in the pump case and along the battery compartment. The pump was powered on and made audible tones, but the screen was blank. A leak test was performed and a leak was found due to a crack in the pump case. The pump case was removed and damage due to moisture was observed throughout the pump compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.